Event description:
On (B)(6) 2010, a spontaneous report by a registered nurse was received from a company representative regarding a (B)(6) female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) and perlane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). On (B)(6) 2010, additional info was received from the registered nurse. Based on the additional info received, the case was upgraded to serious, unexpected. Medical history included previous injections of restylane (cross-linked hyaluronic acid dermal filler) and perlane (cross-linked hyaluronic acid dermal filler) on unspecified dates in 2007, (reported as "3 years ago" from the date of the report), without problems; the pt had no other medical history. The pt's skin type was (B)(6). The pt received a 1 cc injection of restylane-l and a 1 cc injection of perlane-l on (B)(6) 2010, divided in equal amounts between the right and left nasolabial folds. The pt did not receive any pre-procedure medications and no additional procedures were performed at the time of implantation. On an unspecified date in (B)(6) 2010, after the implantation, the pt developed a rash and hardened dermatitis. On (B)(6) 2010, the pt was evaluated by the registered nurse. The pt had redness to both sides and drainage to the left nasolabial area. The pt was treated with a medrol (methylprednisolone) dose pack. On (B)(6) 2010, the pt was evaluated again at which time both the right and left sides had firmness and erythema and the left side had a draining pustule. Treatment medications were changed from medrol dose pack to prednisone 40 mg daily by mouth x 5 days and keflex (cephalexin) 500 mg by mouth twice daily x 7 days. Aerobic and anaerobic cultures were performed. On (B)(6) 2010, the pt returned to the office and was found to have a significant amount of purulent drainage to left side; the area which had "almost come to a head" was lanced with an "11 blade" and drained; no stitches were required. The registered nurse further described the purulent drainage as "like liquefied product" and felt she was probably "draining the product." The registered nurse additionally reported that she was concerned with the amount of drainage, as she had never been able to drain that much out of an area and she "had been doing this for over 10 years." As of (B)(6) 2010, the pt had completed treatment with the prednisone and keflex; the results of the aerobic and anaerobic cultures were sterile/negative and had showed no growth. The pt still had redness under the skin to the area of injection on both sides, but following the draining of the left side, the skin had become "soft and normal." The right side was red and inflamed and the registered nurse expressed concern that there may have been an ongoing reaction to the product in that side. The registered nurse commented that the reported events were "pretty much" identical to the literature out there regarding sterile abscess, expect that the pt developed symptoms almost immediately, not further out. The registered nurse reported she was hoping to see the pt again on friday (B)(6) 2010. On (B)(6) 2010, the registered nurse reported that the last time she had evaluated the pt was on (B)(6) 2010. The pt was not physically evaluated on (B)(6) 2010, as was planned, but the registered nurse spoke to the pt via telephone on that date. The pt reported that the redness to the bilateral nasolabial folds and inflammation of the right nasolabial fold were improving. As of (B)(6) 2010, a diagnosis for the reported events had not been established and no further treatment for the events had been provided. The registered nurse reported that there was "not a doubt" that restylane-l and perlane-l were the cause of the reported events. The registered nurse assessed the severity of the events as severe. The lot number and expiration date for the restylane-l were 10384 and may-2011 and the lot number and expiration date for the perlane-l were 10463 and jul-2011, respectively. The other suspect medical device identified in this report, perlane-l, has been reported as mrn # 2032896-2010-00033.